Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination and the patient did not wear a mask. The date that the breach occurred was not reported. On the same day as presenting with peritonitis, the patient was hospitalized for the event. Treatment for peritonitis was not reported. Six days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.